Event description:
It was reported that the patients ipg became totally depleted. The patient underwent a procedure in which the ipg was replaced. No further information has been obtained despite good faith efforts. The elective replacement indicator and the end of battery life messages were received. Also, it was indicated that the patient was a high frequency user.

Manufacturer narrative:
Block b3: approximated based on the date the patient report. Correction to block b5: describe event or problem. Device technical analysis: the ipg was in service for over 19 months (596 days). However, energy use index (eui) was not available. Due to missing eui information the expected device longevity could not be determined. The patient's data also shows a sudden battery drop, from 2.975 volts to 2.889 volt, timestamp 66970669. Lab analysis of the device did not reveal any anomalies. The incident shortened the device longevity significantly. The possible cause of the reduced longevity is a high vh (high voltage) that is used to drive the stimulation and maintain compliance voltage at the electrodes. Two possible hypothesizes present themselves: either the compliance voltage algorithm (cva) has, at this time unknown, a failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, to enable the stimulation. Possible cause for a high impedance could be a lead or lead contact failure. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/ product label. Investigation conclusion: based on all available information, engineers are not able to confirm what caused the early ipg battery depletion. Analysis determined that there was a sudden drop in battery voltage which partially depleted the ipg battery and caused a continued high energy consumption that resulted in early ipg battery depletion. The cause of the voltage drop and high energy consumption could not be conclusively determined; however, engineers suspect that there was either actual high impedance measurements on a lead that caused a higher rate of energy use or the ipg was potentially exposed to an external source electrocautery, external defibrillation, lithotripsy, radiation therapy, transcranial stimulation, MRI or diathermy). Both potential causes are consistent with the available data, but they could not be conclusively determined through laboratory analysis.

Event description:
It was reported that the patients ipg became totally depleted. The patient underwent a procedure in which the ipg was replaced. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the patient report.

Manufacturer narrative:
Approximated based on the date the patient report. (B)(4).

Event description:
It was reported that the patients ipg became totally depleted. The patient underwent a procedure in which the ipg was replaced. No further information has been obtained despite good faith efforts.